Event description:
Pt seen in ER for low blood sugar. Pt awoke 09/29 with hypoglycemia. Paramedics came to pt's home and administered IV glucose. On 10/01, pt passed out at store and ambulance transported to hospital. Pt's wife noted third low blood glucose episode on 10/02. Pump returned for eval. Pump passed all tests and returned.